Event description:
Facility reported that "pt was taken off dialysis to go to the bathroom. On re-initiation of dialysis, arterial needle became disconnected from the arterial bloodline. Pt lost approximately 250 - 300 cc of blood from the arterial needle. Pt refused further medical treatment." Based on (B)(4) quality department feedback dated 05-aug-09, the pct clamp the line and unscrew at the avf joint from the combiset. Since the blood loss was detected immediately after re-connecting, there is a possibility of end-user error on re-connection procedure. The disconnection did not occur in the middle of the treatment, but during re-connecting the set.

Manufacturer narrative:
Conclusion: due to unavailability of defective sample, we were unable to clarify the actual defect and cause for this complaint. We would like to encourage the end-user to provide us with the defective sample so that we would carry out our investigations more effectively. Based on DHR and preserved sample review, no discrepancy was reported on similar defect. Based on all the testings that had been conducted, we would like to assure that our avf joints are strictly in compliance with iso (B)(4). Upon conducting simulated dialysis for 6 hours using (B)(6) combiset, no crack, leakage or disconnection occurred on the avf joint of the preserved samples. To reproduce the defect, we even disconnected and re-connected the set after 3 hours and 5 hours into the simulated dialysis. There was no sign of leakage or disconnection upon re-connecting the avf joint with the combiset. From the info gathered by (B)(4), the disconnection occurred only at a state when the set was re-connected after the pt came from bathroom. There was no sign of leakage during the initial 2.5 hours into treatment. Hence, there is a possibility that an error might have occurred with the re-connection procedure as the blood loss was detected immediately.